Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system was recently hospitalized for congestive heart failure (chf) and is currently experiencing persistent atrial fibrillation (af). The patient recently underwent an unsuccessful transcatheter edge-to-edge repair of their mitral valve. The procedure could not be completed, and the patient was offered palliative care. The patient later received appropriate shock therapy for ventricular tachycardia (vt) which was successful in treating the vt. It was reported around this time that the rv shock impedance, which was previously measured at approximately 87 ohms, had increased to 134 ohms. The right atrial (ra) lead impedance measurements, previously around 700 ohms, have decreased to approximately 600 ohms. The health care professional (hcp) indicated that the patient has recently been administered diuretic therapy. Technical services (ts) observed that the change in impedance is likely attributable to clinical factors and alterations in fluid status. Ts observed that the change in impedance is likely attributable to clinical factors and alterations in fluid status but would have expected the ra impedance measurement to trend like the rv lead impedance measurements which increased, not decreased. Ts anticipates that the impedance measurements will return to baseline as the patient's condition improves and recommends reassessment of the impedance in several days. The ICD system remains implanted and operational however tachy therapy has been turned off for hospice care.